Event description:
The customer reported that higher than expected and/or erroneous parathyroid hormone routine mode (pth) and carcinoembryonic antigen (cea) results were generated on a unicel dxi800 access immunoassay system for two patient samples. This is report two of two and represents the erroneous cea result generated on a unicel dxi800 access immunoassay system for one patient on (B)(6) 2011. The customer had initially contacted beckman coulter inc. To address multiple assay quality control results which did not meet specification. Through beckman coulter inc. Led troubleshooting the customer identified that the unicel dxi800 access immunoassay system dispense probe #3 tubing was pinched and the tubing had a hole in it. A wash buffer leak was present. The customer was advised to utilize all applicable personal protective equipment while interfacing with the instrument. The customer replaced the dispense probe #3 and tubing. The wash buffer leak was contained within the instrument and hence no slipping or routine user biohazard exposure potential was associated with this event. Due to the leak, all potentially impacted patient results were repeated. The initial cea result was "abnormal" and was reported outside of the laboratory. Actual patient results were not provided by the customer. While there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Upon repeat on the same instrument the cea repeat result was within the normal reference range. Actual patient results were not provided by the customer. No patient demographic or sample collection/handling information was provided by the customer.

Manufacturer narrative:
The issue was addressed through beckman coulter inc. Technical customer service led instrument troubleshooting. The instrument was subsequently repaired and returned into operation. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that assay calibration results prior to the event met specifications. Level one and three instrument assay quality control (qc) results met customer specification during the timeframe of this event. However system check results failed to meet the washed portion specifications of the assessment. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-05071, 2122870-2011-05072.